Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Based on historical quality control results, a vitros tropi es lot 2550 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2550 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument maintenance issue cannot be ruled out as there is indication that the customer is not following the recommended incubator maintenance protocol. Following service, which included cleaning of the incubator, the post service precision testing was acceptable confirming that the instrument is performing as expected. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected troponin I result from a single patient sample processed using a vitros troponin I es reagent lot 2550 in combination with a vitros 5600 integrated system. Sample 1 result of 0.202 ng/ml versus the expected result of < 0.014 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and there was allegation of actual patient harm as a result of this event. (B)(4).